Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the test strips involved with this complaint november 24, 2014. Device evaluation was completed on january 15, 2015. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2014, the lay user/patient¿s spouse contacted lifescan (lfs) austria, alleging that the patient¿s onetouch verio iq meter was reading inaccurately high. The customer care advocate (cca) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter/patient claimed the alleged issue occurred ¿some days ago¿ exact date/time not provided. The patient reportedly tested on the subject meter in the evening and obtained a reading of ¿300mg/dl¿ something, exact result not known. The patient felt the reading was higher than normal. It is not known what the patient¿s normal blood glucose range is. The patient manages her diabetes with lantus and novo-rapid insulin, and janumet pills. The patient reportedly administered an unknown dose of insulin routine in response to the alleged issue. The reporter claimed that at an unknown time after testing, the patient was hypoglycemic. The reporter nor the patient was able to describe the symptoms. The reporter/patient could not confirm if any form of treatment was given to the patient for her symptoms. No other device was used for testing. At the time of troubleshooting, the cca confirmed the meter was set to the correct unit of measure, the subject test strips were in good condition, a control solution test was not performed because the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
One of the additional testing evaluation codes could not be entered as there is not enough room for (B)(4).

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015) - additional information.the patient¿s meter and test strips have been returned on 11/24/2014 and 1/12/2015, respectively, and evaluated by lifescan product analysis on 12/13/2014 and 1/15/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.